Event description:
It was reported that the physician was performing a ptca procedure to treat a lesion in the lad, with 80% stenosis. Pre-dilation was carried out with a 2mm diameter x 20 mm length balloon (1 inflation at 18 atm). It was reported that the physician deployed a 2.5mm diameter x 26mm length resolute integrity (rx) drug eluting stent, at 16 atm. Post dilation was performed using a 2.5mm diameter x 8 mm length balloon (22 atm) <(>&<)> a 2.75mm diameter x 9mm length balloon (28 atm). It was reported that in spite of aggressive post dilatation, the stent did not open properly. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (root cause of event cannot be determined based on information provided). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusions: (root cause of event cannot be determined based on information provided). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).